Event description:
It was reported that during an initial right total knee procedure, the femoral impactor pad fractured while implanting the femoral component. No patient impact or adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). Visual examination of the returned product pictures identified signs of repeated use (nicked and gouged) and is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the ten plus (18+) years of use in the field and the normal wear and tear of repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.